Manufacturer narrative:
Date sent: 08/26/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection procedure, after the fourth reload, the instrument could not open. By trying to separate the instrument from tissue, a little hole resulted. It took hf to coagulate and close it. No further information is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt reported. Additional information received on 8/21/2009: the customer was not aware of the "manuel release." The sales rep did an additional training because the user is not very experienced with the device. Pt is fine.